Manufacturer narrative:
This is a duplicate of manufacturer report #1416980-2017-03562. All information can be found in the referenced report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked during peritoneal dialysis therapy. This event occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.